Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates patients was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device. Will continue to trend for future occurrences.

Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care attempted to call both numbers on file but was unable to reach the patient or emergency contact. Kmts field rep received a call from the hospital nurse who confirmed patient receiving a therapeutic shock. There was no patient injury or adverse events. However, an undiverted shock to a conscious patient could result in serious injury.